Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service (fse) evaluated the unit for the reported malfunction. The fse conducted an on-site inspection of the unit which determined that there was a leak in the helium gas pipe assembly. The fse replaced the helium pipelines and seals. After replacement the fse determined that the original leakage point was no longer leaking, and the unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit helium gas leaked seriously, and the replacement of the helium gas bottle gasket was invalid. There was no patient harm reported.